Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 64 mg/dl. No bg meter reading was taken at this time. The patient felt sleepy and self-treated with a sip of orange juice. Around 815am on the same day, the patient¿s cgm was still reading 69 mg/dl. Therefore, the patient¿s mother took her to the ER for evaluation. At the ER, the patient¿s bg meter reading was 297 mg/dl while the cgm was still reading 69 mg/dl. The patient was treated with IV saline fluids. The patient was discharged home after 1.5 hours. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).